Manufacturer narrative:
Date of report 12may2021.

Event description:
During product evaluation, the bench repair technician found no audio/no sound on the mx40 telemetry device. No patient involvement.